Manufacturer narrative:
07-jun-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Metal spindle snapped...heads kept slipping off - oral-b [device breakage]. Case narrative: male consumer via phone stated that the metal spindle on the oral-b pro 3 toothbrush snapped and the oral-b toothbrush heads kept slipping off. No injury was reported. 16-apr-2024 follow up via pictures: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported. 02-apr-2024 case update: the suspect product lot was 3db23050806. No injury was reported.

Event description:
Metal spindle snapped, heads kept slipping off - oral-b [device breakage]. Case narrative: male consumer via phone stated that the metal spindle on the oral-b pro 3 toothbrush snapped and the oral-b toothbrush heads kept slipping off. No injury was reported. 16-apr-2024 follow up via pictures: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported. 02-apr-2024 case update: the suspect product lot was 3db23050806. No injury was reported.

Manufacturer narrative:
Complained product received - user handling was identified as root cause for the complaint.